Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer was able to load a new cartridge successfully. During a follow up call on (B)(6) 2016, the customer reported receiving another cartridge alarm 19 during basal delivery. The customer's blood glucose level was 186 mg/dl, which was addressed with an insulin pen.